Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a sling procedure on an unknown date. Following the procedure, the patient experienced fibromyalgia, abscess, osteoarthritis in hips back and knees, chronic fatigue, chronic pain involving persistent or significant disability or incapacity had short term effect that was bad enough to affect everyday activities. The patient reported they take morphine, tramadol, paracetamol clonazepam venlavaxine, bisacodyl, lisinapril and atorvastatin. No additional information was available.